Event description:
During an endoscopic clipping procedure, a cook endoscope hemoclip was used to treat a stomach ulcer. The endoscope was in an angled position and advanced into the stomach. The clip was attached to the clipping site and when they tried to deploy the clip, the clip would not detach from the deployment device. The clip had to be pulled off the clipping site for removal. Another MFR device was used to complete the originally intended procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory evaluation of the product said to be involved confirmed the report and found that the drive wire was not visible in the coil assembly indicating the hook has broken at the distal end of the drive wire. The broken portion of the hook is visible within the clip housing, therefore there are no pieces of the device missing. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. This device has been returned to the approved supplier for further investigation. A follow up report will be issued once the approved supplier has provided their investigation results. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.